Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged and that it had an alarm. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir ring had a crack. The customer also reported a no delivery alarm. Troubleshooting was provided. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.